Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error (faulty video connector)¿ occurred as a result of a malfunction in communication with the scope due to a failure of the video module. The cause of the defective video connector could not be identified. From the operating instructions, b30 showed a scope communication error, confirming that it was a possible cause that the electrical contact point at the scope-jacket was attached to a foreign body (such as chemical residue, water plaque, sebum contamination, dust, or gauze bubbles) or that communication with the endoscope was not possible. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the visera elite video system center presented a b30 (scope communication error). The customer reported trying other ports, but none of them had worked. There were no reports of patient harm associated with this event.